Event description:
It was reported that continuous glucose monitor displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, confirmed error message did not return, and then successfully started new sensor session.